Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Pump date was subsequently incorrect. Reportedly, the customer corrected the date and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 246 mg/dl.